Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2019 in order to upgrade to a newer technology. The patient was re-implanted with another manufacturer's device.